Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): the customer reported that the instrument was reporting false positives and needs a review. In the context of this complaint case is indicators that there were also false negative results included. This complaint was a follow up to another case which has been closed. After an information exchange with the customer, it was reported that the local team has worked with the customer regarding workflow and sample preparation. After this activity, no further discrepant results were being reported. It was reported that no further action was required and the case was closed. The root cause of this complaint cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and the one case related to this complaint has been closed. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false negative results. There was no report of adverse impact to patients.